Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the maryland bipolar forceps instrument was found to have a broken conductor wire. It was unknown if there was fragment(s) falling inside the patient. The procedure was completed as planned with a backup instrument of the same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragment fell inside the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection-external, visual inspection-internal, manual articulation of inputs, and electrical continuity tests/inspections were performed, and the complaint could not be reproduced. Electrical continuity test passed. The instrument was found to have a frayed grip cable at the distal end. The probable root cause of cable breakage/frayed, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.